Manufacturer narrative:
The patient received bilateral implants in (B)(6) 2006. The patient developed pain and swelling on the right side. The surgeon explored the right joint on (B)(6) 2020 and removed the right tmj devices due to suspected infection that caused brown fluid to develop around the condylar. The surgeon may place revisions devices once the infection has been resolved. Multiple MDR reports were filed for this event. Please see the associated report: 2031049-2020-00022.

Event description:
The patient's right tmj devices were removed due to a suspected infection that was causing pain and swelling.